Event description:
It was reported to vyaire medical that the 8004515 - manual vent hose, reusable, w bag arm was leaking during the procedure. There was no harm reported. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.